Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with the insulin pump. The device had reoccurring software error detected alarm. They kept getting exited from the auto mode. They also had multiple no delivery alarms on their infusion sets. The customer¿s blood glucose during the incident was unknown. Both the infusion set and insulin pump will not be returned for analysis.